Event description:
Depuy pinnacle hip implant three dislocations. Anterior approach. Cup well placed. Dislocated with no activity, just stretching legs, taking a step. First surgery metal on metal, second added a bigger ball, skirt and plastic liner. Another dislocation. Concerned that the device is not made for smaller women. Was it tested for women? Our hips can't accommodate the larger balls that have a better success rate. Every dislocation makes you completely immobile requiring ambulance, and emergency room to reconnect. One of my dislocations happen on (B)(6). A horrible experience. Can you check to see if depuy tested the pinnacle on women before putting on the market? I'm a healthy active woman with no other health problems. Had arthritis in hip after multiple sports accidents.